Event description:
It was reported that an alarm 2 occurred due to an occlusion event earlier in the day. Blood glucose levels did not exceed 500 mg/dl and the cgm did not read ¿high,¿ indicating there was no adverse impact. The customer resolved the issue by filling the tubing while disconnected from the site and then resumed insulin without needing further assistance.